Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr perforated the left main artery while trying to treat the calcified target lesion prior to stenting. The procedure was not completed due to this event and the patient was sent to open heart surgery.